Event description:
It was reported that the ilet screen became difficult to read, with the top-left area not visible and an apparent internal crack, after the device had been on the charger; the user was still able to access the device and continue therapy as best as possible, and the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related visibility problem in conjunction with a display that was difficult to read, associated with the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.